Event description:
Customer reported via phone, the buttons on the insulin pump was not working. The insulin pump still administered insulin but now that it's out of insulin the device is not responding correctly. Customer's blood glucose was 200 mg/dl. Customer stated she might have sat on the device by accident. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.